Event description:
It was reported that a few months since it was first implanted, this patient exhibited noise. Further review revealed the heart wall was perforated and the patient experienced a pericardial effusion. The physician was unable to determine which implanted lead was related to the perforation. As result, the patient underwent a surgical revision wherein both the right atrial (ra) and this right ventricular (rv) leads were extracted and replaced with alternates. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The device was returned for analysis. This investigation will be updated upon conclusion of the product investigation.

Event description:
It was reported that a few months since it was first implanted, this patient exhibited noise. Further review revealed the heart wall was perforated and the patient experienced a pericardial effusion. The physician was unable to determine which implanted lead was related to the perforation. As result, the patient underwent a surgical revision wherein both the right atrial (ra) and this right ventricular (rv) leads were extracted and replaced with alternates.